Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
It was reported that while in use, the ventilator had an 'operation sound' and it was getting louder while in use. Reportedly, the ventilator was being used on the same patient for two weeks. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Although requested, patient information was not provided. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer's international service technician reported that the issue was resolved by repositioning the vibration dampening ring. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.